Event description:
It was reported that the electrosurgical unit (esu/generator) was involved in several patient incidents in 2008. The esu modes used were endo cut q and swift coag. There were four (4) possible patient bowel perforations that occurred. No further information was provided. Note: the esu was provided by our parent company ((B)(4)) through a (B)(6)distributor to a hospital in (B)(6).